Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the trocar started leaking pnuemo when a 5mm device was inserted. The account stated that the leak was coming from the outer seal. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as "whistling" or "hissing"? Hissing. If so, did the "noise" prevent insufflation? No. Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? 20/per minute. Were you able to identify where the leak was coming from? Outer seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm shear. Was any torque being applied to the trocar or device? Yes. The analysis results of the found that it was received with the seal mechanism of the universal seal assembly damaged. A possible cause of this condition may be that the seals got damaged during the insertion of the sharp edge devices through the trocar. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.